Event description:
New information notes that the patient experienced dizziness, general discomfort, and received inappropriate high voltage therapy prior to removal of the lead.

Event description:
It was reported that during a follow-up, loss of atrial capture, increased rv pli and noise were observed. Patient was symptomatic with complaints of syncope. Externalized conductors were noted via fluoro. Leads were explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 56.5 to 56.7cm from the distal tip consistent with lead friction to another device.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).